Event description:
Reporter calling, stating he is having a problem with a needed device being received into the united states from (B)(6). Caller states he is prescribed testosterone and self-administers his intramuscular injections. He states he suffers from tremors, however, and in order to safely and effectively administer his injections, he must use an auto-injector. The maker of this device is (B)(4). He is reporting a problem with this device being received into the united states, and was recently informed/notified by an individual named (B)(6) that there is a potential branding issue with the product. Caller has been attempting to contact him back for the past five days, however has been unsuccessful. The caller is concerned because he needs this device to aid in the administration of his intramuscular injections of testosterone.